Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the 60% stenosed anatomy and/or other devices resulted in the reported stretched/wavy/frayed damages; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under a separate medwatch report numbers.

Event description:
It was reported that the procedure performed was to treat a restenosed, circumflex coronary artery that is 60% stenosed. It was noted that a total of 5 - 190cm hi-torque balance middle-weight (bmw) ii guide wires were inserted and used. After use, the coils of all 5 guide wires were stretched/wavy/frayed. A new bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.